Event description:
This pt was undergoing coil placement within the carotid cavernous fistula. The physician detached 7 coils without difficulty. When he tried to detach the 8th coil, the coil did not detach even though he pressured to "green zone". He withdrew this coil and used another one to continue the procedure. Reportedly, no resistance was felt during advancing the coil into the microcatheter (mc). The mc was not being repositioned. The rhv valve was open and no resistance was felt inserting through the rhv. Continuous flush was maintained within the mc. The same mc was used to complete the procedure. There were no reported pt complications.